Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aortic rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an infected distal arch aortic aneurysm impending rupture using gore® tag® conformable thoracic stent graft with active control system. After the first gore® tag® conformable thoracic stent graft with active control system (tgmr404015j) was implanted, an angiography revealed a proximal type I endoleak. Therefore, a touch-up ballooning was performed using a gore® tri-lobe balloon catheter. However, the proximal type I endoleak remained. The second gore® tag® conformable thoracic stent graft with active control system (tgmr404010j) was implanted where about a few millimeters proximal of the first gore® tag® conformable thoracic stent graft with active control system and a touch-up ballooning was performed. An angiography revealed the proximal type I endoleak almost disappeared. The procedure was concluded. On (B)(6) 2024, a CT revealed the proximal type I endoleak remained. A hemothorax was also revealed. It was considered that the hemothorax developped due to the aneurysm rupture by the proximal type I endoleak. On (B)(6) 2024, a reintervention was performed urgently. The gore® tag® conformable thoracic stent graft with active control system was implanted. An angiography revealed the proximal type I endoleak remains, but it decreased and became delay. A touch-up ballooning was performed, but the proximal type I endoleak remained slightly. The physician decided to monitor it. Reportedly, the patient is recovering well. The physician stated that the patient anatomy was prone to the type ia endoleak because a severe calcification was observed.